Event description:
On (B)(6) 2024, a sales representative reported via (B)(4) that an ar-9619-45 45mm reamer broke during a case. All were retrieved, and the case was continued. Later, during the case, the ar-9530l-03 was used, and the rep noticed it had a lot of wear and tear and would need to be replaced for the next time. It was used a lot, and pieces were falling off. The rep confirmed nothing fell into the patient and the case was completed successfully without a significant delay.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint allegation is confirmed. Photographic evidence provided from the field of an ar-9530l-03, with batch number 250120800, revealed a damaged device: nicks, chips, and impact marks. Therefore, arthrex was able to deduce the cause of the complaint as wear and tear.